Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump fell on the floor and was not able to turn back on. Batteries were changed and display screen remained blank. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump had a blank display due to power connector not plugged in properly into connector.